Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (if)u lists adverse events that may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.